Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the device voltage was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed and found the battery depletion was premature. Analysis performed found impedance, pacing, and sensing anomalies during functional testing. Electrical testing revealed an inadequate internal supply signal due to an anomalous component on the hybrid as the cause of premature battery depletion, impedance, pacing, and sensing anomalies noted.